Event description:
It was reported by the affiliate that during a ladg procedure, the device didn't work properly. Detail description for malfunction was not reported. Not noted how case completed. No pt consequence.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error."